Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 18-apr-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 08-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller indicated that the patient reported that the device is turned off and the patient hasn't used it in two years and the lead wire came away from the spine. The caller also described the lead coming away as a shift (the caller stated that the patient moved her fingers apart to represent what happened with the leads). The caller indicated that the patient reported this happened "shortly after implant" but could not provide an event date. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed information about MRI. The caller will follow up with the patient and may have the patient follow up with an physician.